Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Proglide device #1 (part 12673-03; lot 950146h), will be filed under a separate medwatch MFR number. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, the link broke at the swage end of the posterior cuff while retracting the needle plunger. Link-to-cuff detachment would result in a failure to retrieve the suture and this could appear very similar to the reported cuff miss. The link break indicated that resistance was encountered while retracting the needle plunger; however, during testing, the plunger was reinserted and retracted successfully without any observable resistance. There was no damage to the suture to suggest that the suture might have been dragged which could result in the link detaching from the cuff. Based on the investigation findings, the root cause for the link broke at the posterior cuff could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.